Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6: code c20: device was discarded at user facility and no images were provided. Therefore, direct product analysis was not possible. A2; a3; a4: patient information was requested but not made available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, treatment was performed for a popliteal artery aneurysm. During the procedure, a 12fr cook sheath was used to advance a gore® viabahn® endoprosthesis with propaten® bioactive surface (viabahn device) over a 0.035 x 260 asahi gaia wire. While advancing the viabahn device through the sheath, some difficulty was experienced. Eventually, the device reached the intended treatment site and deployment was initiated. The physician tried to release the viabahn device by pulling the deployment line, but the deployment line was stuck. As a result, it was necessary to pull the constrained device back into the sheath to remove the device. A new viabahn device was advanced and deployed with no issues. The patient did not experience any adverse consequences.

Manufacturer narrative:
Engr review and statement: the primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint could not be established with the available information.